Event description:
As reported, while introducing the shaft of a 6-12f mynx control venous vascular closure device (vcd), it started to shred apart where the sealant is housed and expose the sealant. The device was thrown out and a new one pulled to use with no problems. There was no reported patient injury. The device will not be returned for evaluation since it was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2525901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, while introducing the shaft of a 6-12f mynx control venous vascular closure device (vcd), it started to shred apart where the sealant is housed and expose the sealant. The device was thrown out and a new one pulled to use with no problems. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2525901 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿sealant sleeves (cartridge assembly) frayed/split/torn¿ and ¿mynx control system deployment difficulty premature¿ could not be observed as the device was not returned for analysis. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the instructions for use (IFU) displaying the sealant sleeve slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.